Event description:
A surgeon reported that an intraocular lens (iol) was explanted. In a f/u, the explanting surgeon reported that the lens was explanted due to "suspected opacification". In a f/u, the implanting surgeon reported that posterior capsule opacification (pco) was noted approx two months following the initial implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).